Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear complete rewind. Customer states that insulin pump had cosmetic damage. The product will be returned for analysis.